Event description:
The facility's biomedical engineering department reported a pump that was involved in an incident of an overinfusion on channel a. A bag of amino acids, dextrose, and intralipids was being infused on channel a at a rate of 13.9ml/hr. A separate bag of intralipids was being infused on channel b at an unknown rate. Channel c was not in use. Reportedly, channel a infused 22.5ml in one hour instead of the indented volume of 13.9ml. The nurse manager reported that "two hour fluid amount had infused in one hour period." According to the nurse manager, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, rate of the infusion on channel b, or set of the infusion device.